Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy of metronidazole, linezolid and cefazolin. The event occurred in the emergency department, one in explorer and one in pediatric intensive care unit. No additional information is available.